Manufacturer narrative:
Follow-up # 1 date of submission 04/09/2015 ¿ device evaluation:the pump has been returned and evaluated by product analysis on 03/31/2015 with the following findings: a review of the pump¿s black box history showed no evidence of rewind/motor related alarms occurring. During testing, the pump performed the rewind, load, and prime steps with no alarms occurring. The pump was exercised for 24 hours with no warnings/alarms occurring. The pump case was removed and no evidence of moisture was observed inside the pump. There were no defects found to the motor flex or circuit. The complaint that the pump would not stop rewinding after activating the rewind step was not able to be duplicated during investigation. No defects were found.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a motor (rewind issue) issue. The distributor alleged that when the rewind step was activated it would not stop rewinding. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).